Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The intermittent button response was due to moisture damage keypad trace. There was minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, reservoir tube lip, missing end cap sticker and broken belt clip slot.

Event description:
It was reported that the customer noticed a crack on the battery compartment. Customer stated that the pump was still functioning and the damage was due to wear and tear. Customer also had an issue with the up arrow button sticking. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.